Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a patient was not displayed on the pyxis system. The customer reported that the patient was not appearing on any station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) validated downtime status and reviewed cce message processing. Confirmed that the system was functioning as expected and that the issue originated from the epic environment. Advised the customer to engage their epic team for resolution, as no bd system issues were identified. The system functioned as intended when the technical support specialist investigated the issue.